Event description:
Reportedly, when an attempt was made to deliver defibrillator energy to the pt, the device displayed connect electrodes. The crew used an AED belonging to another responding crew to deliver defibrillator energy to the pt. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.